Manufacturer narrative:
The customer will retain the product for their internal review. Risk management has advised that the product will be returned to the MFR once their eval is complete. This report will be updated if the investigation requires.

Event description:
During a percutaneous decompression case (l5/s1), the auger shaft broke while in the surgical site. A small incision was made to remove the broken piece. No device fragments were left behind, as verified by fluoroscopy. The procedure was completed as planned and the pt is doing well post operatively.